Manufacturer narrative:
The device was not returned. The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. Per additional information received, work order was closed and notes, resolved with call. It was reported that they were getting alert 01 (patient line open) on arctic sun device s/n dyfual014. Flow rate (fr) was 0.6lpm, inlet pressure (ip) was -3.5psi, circulation pump command (cpc) was 100 percentage, pump hours were 2032.6, system hours 2194.1. Asked nurse to stop therapy, empty and disconnect pads, and enable manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 0 percentage. Again, asked nurse to press start in the manual control box. Nurse claims they did, though they heard therapy started. Walked through the steps again and claims the flow and inlet pressure (ip) was still 0. Then stated they got an empty reservoir alarm, but they just filled it. They said they had another device with low flow recently, but they were not sure if that was the same s/n or not. Asked nurse to send device to biomed for inspection. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that spoke to them in biomed, they stated the arctic sun device was having air inline alerts, when they powered on it got an alarm 5 (reservoir empty). Per review of smx, work order was closed and notes, resolved with call. It was reported that they were getting alert 01 (patient line open) on arctic sun device s/n (B)(6). Flow rate (fr) was 0.6lpm, inlet pressure (ip) was -3.5psi, circulation pump command (cpc) was 100 percentage, pump hours were 2032.6, system hours 2194.1. Asked nurse to stop therapy, empty and disconnect pads, and enable manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 0 percentage. Again, asked nurse to press start in the manual control box. Nurse claims they did, though they heard therapy started. Walked through the steps again and claims the flow and inlet pressure (ip) was still 0. Then stated they got an empty reservoir alarm, but they just filled it. They said they had another device with low flow recently, but they were not sure if that was the same s/n or not. Asked nurse to send device to biomed for inspection.

Event description:
It was reported that spoke to them in biomed, they stated the arctic sun device was having air inline alerts, when they powered on it got an alarm 5 (reservoir empty).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.